Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Dr. (B)(6) was performing a vertebroplasty. After the cement was injected into l5 vertebral body the needle was removed and the staff noticed it was short. An x-ray was taken and a piece of the cannula remained in the patient.